Event description:
Customer reportedly obtained results of approximately 300mg/dl on the advantage system and 90-120mg/dl on a lab drawn within 10 mins. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.